Manufacturer narrative:
The customer¿s experience with an infusion of vancomycin infusing faster than expected was not confirmed. Physical inspection showed no anomalies. The review of the pcu event log identified a secondary infusion of vancomycin was programmed on (B)(6) 2019 at 2:02:28 am at a rate: 250ml/h with a vtbi of 250ml. The device was paused and then restarted by user. The device was channeled off and infusor stopped at 2:32:51 am. Total infusion time (including device paused at 2:02:40 am) was 30 minutes and 23 seconds with the total volume infused 112.8ml. Functional testing showed no anomalies. The root cause of the customer¿s complaint of an over infusion of vancomycin was not identified.

Event description:
The customer reported the pump was intended to infuse vancomycin hcl in dextrose for over an hour. After thirty minutes, the nurse noted the IV bag was empty, but the pump displayed thirty-five more minutes to infuse and 130 more ml left to infuse. The physician and pharmacist was notified and the pump was taken out of service. The was no harm or impact to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the pump was intended to infuse over an hour. After thirty minutes, the nurse noted the IV bag was empty, but the pump displayed thirty-five more minutes to infuse and 130 more ml left to infuse. The physician and pharmacist was notified and the pump was taken out of service. The was no harm or impact to the patient.